Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported that her blood glucose reached about 400 mg/dl, so she changed the pod. She stated that the cannula was kinked.